Event description:
It was reported that episodes of over-sensing due to noise were detected on the right ventricular lead. An isometric test was performed in the clinic and noises were reproduced on both channels. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.